Event description:
Customer called regarding the meter allegedly not starting the test. They reported feeling symptoms, however the actual symptoms were not specified. They took insulin. There was no evidence of an adverse event, based on the information provided. The customer service representative tried troubleshooting and the meter still did not give any readings. A complimentary vial of strips was sent out due to an unresolved issue.